Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was unable to be interrogated and unstable values of r-wave sensing and threshold were noted. The device was attempted to be interrogated again and after several attempts and restarts of the programmer, it was successful. During device replacement, normal and stable values for sensing and pacing were noted and there were no signs of lead dislodgement. Therefore, the device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned for analysis. Inductive and radiofrequency telemetry was normal during device testing. The device functionality was evaluated and no anomalies were observed. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.